Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182). Additional information: imdrf annex a and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The root cause for the reported issue of an under infusion of methotrexate was not determined. The reported issue that there was an under infusion of methotrexate could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported an issue with the infusion delivery using the pump module. It was noted that a 1,000ml infusion, delivering at a rate of 45ml/hr, ran over time. This only occurred with 1 specific drug (methotrexate) and happened seven different times over the course of the past two moths. The hospital's clinical engineer checked the event log reports and found that the total volume to be infused amounts are correct and matched the infusion amounts should be at the given timestamp. However, it was mentioned that there was often more than 50ml volume left in the bag at the end of infusion. There was no volume lost in priming the tubing's as they are primed with saline first. Furthermore, the clinical engineer completed a full standard verification test on each unit involved and no issues were found. During testing, the clinical engineer completed an infusion with saline (same viscosity as the drug used by nurses), by following the event log key presses to program the infusion in the same manner as the clinicians set. After each of the about twenty two to twenty three hour infusions ended, the volume delivered was accurate to the +/-5% accuracy, so no issues were discovered this way either. Checking the logs indicates the units were not left paused for a long period of time causing a delayed end time, nor were any error logs recorded during the infusing time frames. There were patient involvement but the information on patient impact is not known.

Event description:
It was reported an issue with the infusion delivery using the pump module. It was noted that a 1,000ml infusion, delivering at a rate of 45ml/hr, ran over time. This only occurred with 1 specific drug (methotrexate) and happened seven different times over the course of the past two moths. The hospital's clinical engineer checked the event log reports and found that the total volume to be infused amounts are correct and matched the infusion amounts should be at the given timestamp. However, it was mentioned that there was often more than 50ml volume left in the bag at the end of infusion. There was no volume lost in priming the tubing's as they are primed with saline first. Furthermore, the clinical engineer completed a full standard verification test on each unit involved and no issues were found. During testing, the clinical engineer completed an infusion with saline (same viscosity as the drug used by nurses), by following the event log key presses to program the infusion in the same manner as the clinicians set. After each of the about twenty two to twenty three hour infusions ended, the volume delivered was accurate to the +/-5% accuracy, so no issues were discovered this way either. Checking the logs indicates the units were not left paused for a long period of time causing a delayed end time, nor were any error logs recorded during the infusing time frames. There were patient involvement but the information on patient impact is not known. Additional information reported by the hospital's pharmacy staff: the infusion bags are prepared with exact volume by oncology pharmacy. The process was verified, and pumps recalibrated when they first began having these issues. There have not been any changes to this process before or since this problem began. The infusion bag manufacturer is baxter (exactamix 1000 ml eva container with ref #: h938739). The bags are filled by pharmacy to the exact volume. Nursing does not remove air from IV fluid bags. The infusion involved in the above report was a primary line. The nurses manually prime the lines with saline before starting a methotrexate infusion, the pump is not used while priming, and nursing indicates they do not manipulate the programming of the volume in any way. The following tubing sets and disposable products are used for the methotrexate infusion: bd alaris pump infusion set, ICU medical small bore extension set, bd maxzero, bd phaseal luer lock connector c45, and bd phaseal injector luer lock n35. The clinicians did not observe any collapsed drip chamber.

Manufacturer narrative:
Additional information: describe event or problem.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with the infusion delivery using the pump module. It was noted that a 1,000ml infusion, delivering at a rate of 45ml/hr, ran over time. This only occurred with 1 specific drug (methotrexate) and happened seven different times over the course of the past two moths. The hospital's clinical engineer checked the event log reports and found that the total volume to be infused amounts are correct and matched the infusion amounts should be at the given timestamp. However, it was mentioned that there was often more than 50ml volume left in the bag at the end of infusion. There was no volume lost in priming the tubing's as they are primed with saline first. Furthermore, the clinical engineer completed a full standard verification test on each unit involved and no issues were found. During testing, the clinical engineer completed an infusion with saline (same viscosity as the drug used by nurses), by following the event log key presses to program the infusion in the same manner as the clinicians set. After each of the about twenty two to twenty three hour infusions ended, the volume delivered was accurate to the +/-5% accuracy, so no issues were discovered this way either. Checking the logs indicates the units were not left paused for a long period of time causing a delayed end time, nor were any error logs recorded during the infusing time frames. There were patient involvement but the information on patient impact is not known.